Event description:
Pt had ventral hernia repair. Mesh, a composix kugel hernia patch, was inserted into wound with a davol/onux salute handle and shaft as a laparoscopic herniorraphy. The staples failed to connect and fold back onto the mesh and the pt had a failed repair with a resultant eviscrated bowel. She required subsequent surgery to remove the mesh and redo the hernia.